Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic heart valve the patient exhibited acute third degree heart block. A permanent pacemaker was successfully implanted with no subsequent adverse patient effects reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Correction: an initial report was erroneously reported for this event as this product is not marketed or commercially available in the us.